Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 26-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent sterilization. Subsequently to implantation, consumer started experiencing severe pelvic pain, severe back pain, hair loss, memory loss, severe joint pain, and bloating. She had to have hysterectomy as a result of essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain subsequently to implantation. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. This case was regarded as incident, since an intervention was required (hysterectomy). In addition, other non-serious events were reported. Technical analysis has been requested. Follow up information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain subsequently to implantation. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. This case was regarded as incident, since an intervention was required (hysterectomy). In addition, other non-serious events were reported. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow up information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (right coil and tube embedded in my uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, gravida ii, live birth in (B)(6), live birth on (B)(6), vaginal delivery on (B)(6) and breast biopsy. Concurrent conditions included leg injury. Concomitant products included oral contraceptive nos in (B)(6) 2009 for birth control pill as well as multivitamin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("severe back pain/ lower back pinched nerve/ lower back pain"). In (B)(6) 2010, the patient experienced intervertebral disc protrusion ("herniated disk"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss"), arthralgia ("severe joint pain/ joint pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), infection ("infections"), hypersensitivity ("allergic reactions"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain/ constantly had abdominal"), swelling ("swelling nos"), skin disorder ("skin changes"), visual impairment ("vision changes"), urinary tract infection ("urinary tract infection"), allergy to metals ("severe allergies to nickel/ hypersensitivity reaction to"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and fear ("fear"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with antibiotics, ephedra spp. (Ephedra), mometasone furoate (nasonex) and surgery (bilateral salpingectomy/ vaginal hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, back pain, amnesia, arthralgia, abdominal distension, hormone level abnormal, infection, hypersensitivity, depression, dysmenorrhoea, dyspareunia, weight increased, swelling, skin disorder, urinary tract infection, allergy to metals, mental disorder, intervertebral disc protrusion and fear outcome was unknown, the alopecia, fatigue and visual impairment had resolved and the abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, hormone level abnormal, hypersensitivity, infection, intervertebral disc protrusion, mental disorder, skin disorder, swelling, urinary tract infection, uterine perforation, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Ultrasound scan - on an unknown date: embedded into her uterine on (B)(6) 2009, plaintiff underwent essure confirmation test by hysterosalpingogram. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 05-jan-2018: legal claim received. Events added: hormonal changes, abnormal bleeding, infections, allergic reactions, depression, dysmenorrhea, dyspareunia, fatigue, weight gain, swelling, skin changes, vision changes, urinary tract infection, memory loss, fear, perforation, allergies to nickel, psychological condition and herniated disc the events hair loss, joint pain, bloating, lower back pinched nerve and persistent pain were clubbed with previously reported event. Essure start and stop date updated and essure lot number was added. Essure legal manufacturer has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (right coil and tube embedded in my uterus") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, gravida ii, multiparous in 2004, live birth on (B)(6)2009, gravida on(B)(6)2009 and breast biopsy. Concurrent conditions included leg injury. Concomitant products included oral contraceptive nos from june 2009 to september 2009 for birth control pill as well as multivitamin. On 11-jun-2009, the patient had essure inserted. In june 2010, the patient experienced back pain ("severe back pain/ lower back pinched nerve/ lower back pain"). In december 2010, the patient experienced intervertebral disc protrusion ("herniated disk"). In december 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss"), arthralgia ("severe joint pain/ joint pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), infection ("infections"), hypersensitivity ("allergic reactions"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain/ constantly had abdominal"), swelling ("swelling nos"), skin disorder ("skin changes"), visual impairment ("vision changes"), urinary tract infection ("urinary tract infection"), allergy to metals ("severe allergies to nickel/ hypersensitivity reaction to"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and fear ("fear"). In april 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with antibiotics, ephedra spp. (Ephedra), mometasone furoate (nasonex) and surgery (bilateral salpingectomy/ vaginal hysterectomy to remove essure). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, genital haemorrhage, back pain, amnesia, arthralgia, abdominal distension, hormone level abnormal, infection, hypersensitivity, depression, dysmenorrhoea, dyspareunia, weight increased, swelling, skin disorder, urinary tract infection, allergy to metals, mental disorder, intervertebral disc protrusion and fear outcome was unknown, the alopecia, fatigue and visual impairment had resolved and the abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, hormone level abnormal, hypersensitivity, infection, intervertebral disc protrusion, mental disorder, skin disorder, swelling, urinary tract infection, uterine perforation, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6)2009: essure satisfactory placement / complete occlusion ultrasound scan - on an unknown date: embedded into her uterine quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs